Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is unknown.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed the error test. No other alarms noted. No moisture damage was noted. However, the pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, broken battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.